Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluids from the secondary solution containers into the primary solution containers. The primary tubing sets were being used to deliver unspecified volumes of unspecified solutions, via symbiq pumps. At unspecified times, the male adapters of unspecified secondary tubing sets were connected to the primary tubing sets for a piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time during the piggyback deliveries, the nurses noted solutions from the secondary solution containers backflowed into the primary tubing sets and drip chambers of the primary tubing sets. The customer contact reported that the tubings of the primary tubing sets were clamped after the backflow of solutions were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.